Event description:
It was reported that after an unsuccessful attempt to deploy a stent in the middle cerebral artery, the procedure was terminated. Post procedure closure, the patient was reported to be hemiplegic and was transferred to ICU for further treatment. No additional information is available.

Event description:
It was reported that after an unsuccessful attempt to deploy a stent in the middle cerebral artery, the procedure was terminated. Post procedure closure, the patient was reported to be hemiplegic and was transferred to ICU for further treatment. No additional information is available.

Event description:
It was reported that after an unsuccessful attempt to deploy a stent, the procedure was terminated. Post procedure closure, the patient was reported to be hemiplegic. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the proximal, middle and distal shaft was compressed on several places along its length and friction was experienced during advanced of the inner body through the outer body. The stent was in its intended location in the outer body catheter and a lot of blood was found in the inner body and outer body. During functional testing, the stent was fully deployed; however, friction was encountered as the outer body was being withdrawn over the inner body. The inner body was cut at 2.0cm from its distal end and it was removed from the outer body. The inner body was found kinked on its proximal and middle shaft, and also, it was found compressed on its distal shaft. No other anomalies were found. The dimensions which could be measured for the outer body, inner body and stent were conforming to their dimensional specifications. Identified possible causes for the damages observed include: highly tortuous anatomy; inadequate flush; manufacturing defects/improper materials; distal tip separation or excessive manipulation. However, information available indicates that continuous flush was used that the anatomy was not tortuous, and DHR review confirmed that the device met specifications; therefore, the root cause that led to the damages observed on the device cannot be determined. The patient complication is a known risk associated with endovascular procedure and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned for the patient¿s outcome.

Manufacturer narrative:
Subject device is not available.